Manufacturer narrative:
The investigation of low pump flow has been completed. The product and data were not returned for review. The root cause of low flow was unable to be determined as limited clinical details were provided and no product was returned for review. E4 should have been left blank on the initial manufacturer device report number 1220648-2025-26190 as it is unknown if the initial reporter also sent the report to the food and drug administration.

Event description:
The user facility reported a patient with acute myocardial infarction/cardiogenic shock was implanted with an impella rp flex and impella cp for mechanical circulatory support (mcs). Initially, the impella cp was implanted and during the percutaneous coronary intervention, the patient began to have frequent suction alarms. Right heart catheterization was performed and a pulmonary artery pulsatility index was calculated of 0.5. The decision was then made to place an impella rp flex for bipella support. Within approximately three to four hours after returning to unit, the patient began to lose pulsatility on the impella cp. Mean arterial pressures were sustained in the 40¿s and 50¿s despite current support and vasopressor medications. The impella cp was repositioned at bedside which appeared to be stuck in the papillary muscle. Flows were diminished at 2l on performance level p-8. Impella rp flex flows reduced to avoid pulmonary edema. Decision was made to transport patient to catheterization lab to cannulate for venoarterial extracorporeal membrane oxygenation (va ECMO). After arriving, the patient went into cardiac arrest. Cardiopulmonary resuscitation was initiated. The impella cp was removed and left femoral artery cannulated for ECMO. The left femoral vein was also cannulated. The impella rp flex was being explanted at time of ECMO cannulation and initiation. At time of impella rp flex explant, air was induced into ECMO venous line, which air locked and stopped ECMO circuit. No pulse was assessed. Decision was made to cease cardiopulmonary and resuscitation efforts and the patient expired.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This is one of two device manufacturing reports associated with the patient implant experience. Refer to initial medical device report for the impella rp flex serial number (B)(6) with date of event 25-jan-2025 and patient identifier ending in (B)(6).

Event description:
The complainant reported that the impella cp was repositioned at bedside which appeared to be stuck in the papillary muscle. Flows were diminished at 2l on p8. Medical safety review noted bipella support. Impella cp repositioned appeared to be stuck in the papillary muscle. Flows were diminished at 2l on p8 and is product malfunction. The demise outcome is associated with the impella rp flex device in related manufacturer device report number 1220648-2025-26163.

Manufacturer narrative:
The complainant reported that the impella cp was repositioned at bedside which appeared to be stuck in the papillary muscle. Flows were diminished at 2l on p8. Medical safety review noted bipella support. Impella cp repositioned appeared to be stuck in the papillary muscle. Flows were diminished at 2l on p8 and is product malfunction. The demise outcome is associated with the impella rp flex device in related manufacturer device report number 1220648-2025-26163.